Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast surgery with unspecified mentor textured gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. Bilateral capsular contracture was diagnosed during an office visit. As a result, the patient underwent bilateral explantation and replacement with natrelle gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 26-oct-2021, mentor became aware that the suspect medical device was manufactured by mcghan. Because this device was not manufactured by mentor, no additional reports will be submitted by mentor for this complaint. Manufacturer¿s reference number: (B)(4).